Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is on going.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during surgery the pedicle awl deformed. This deformity made more difficult the surgery and by this incident the surgery was longer than normal. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot 6719048 revealed the pedicawl was manufactured by teleflex medical. (B)(4), for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) on 9/20/11. The product conformed to all requirements. The certificate of compliance is dated 9/9/11. (B)(4) parts were released to the warehouse on 9/21/11. No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment not diagnosis. A manufacturing evaluation was conducted and it indicates that the device was received with a deformed and twisted tip. There are chip marks in the tip as well. The shaft and handle of the product appear to be in good condition. Due to an unknown cause, pedicawl tip deformed. The material of the product was determined to be within specification. The tip shape measurements are within specification. The tip length could not be accurately measured due to the deformation of the tip. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.